Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was concern for water damage on the led screen of the system controller. Log files were sent for review and there were no unusual events recorded. The mechanical circulatory support (mcs) equipment was operating as intended. It was noted that the controller should be exchanged if there was noticeable water damage and the patient was stable.

Manufacturer narrative:
B7 - other relevant history, including preexisting medical conditions: corrected. Manufacturer's investigation conclusion: the reported event of water damage was not able to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for evaluation; however, log files were submitted for review. The controller event log file contained approximately 6 days of information (09may2025 to 14may2025 per timestamp). The controller appeared to operate as intended throughout the data, and the pump maintained a speed within the expected range without issue. The root cause of the reported event was not able to be confirmed during this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 instructions for use with heartmate touch is currently available. Section 6 entitled ¿patient care and management¿ describes how to properly use the shower bag. The user is warmed to never expose the system controller or batteries to water. The system controller must be kept dry at all times. Section 7 entitled ¿alarms and troubleshooting¿ describes all alarms which occur on the system controller. No further information was provided. The manufacturer is closing the file on this event.